Event description:
Once the anchor was inserted into the hole, when trying to reduce the knot, the knot would not slide down. A probe was used to try and release it and the suture did not look twisted. The device was abandoned and drilled out. There was no pt injury as a result and a back-up device was used.

Manufacturer narrative:
No product is being returned for evaluation.